Event description:
It was reported that patient underwent a revision of tha. Following patient hip dislocation the surgeon tred to reduce the hip by hand and after being unsuccessful performed a revision surgery. During a revision surgery surgeon found femoral head to be dislocated.

Event description:
It was additionally communicated that there had been no trauma associated with this event and that only the femoral head and tandem bi-polar shell/liner were revised, while the stem remained in-situ.